Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient was scheduled for a "hybrid revascularization" for a left internal mammary artery (lima) to the left anterior descending artery robotically without sternotomy. The lesion being treated was located in the tortuous right coronary artery. The physician implanted a 3.00x16mm promus element plus stent in the target lesion. Using a non-bsc guide catheter, the physician advanced an unspecified promus element plus stent and while trying to cross the implanted stent the implanted promus element plus stent deformed. The procedure was completed by postdilating the 3.00x16mm promus element plus stent with a 1.2mm balloon catheter then implanting a non-bsc stent inside the implanted stent. The patient had an uneventful post-procedure course and went on to elective robotic lima to lad days later as planned. No further patient complications were reported and the patient's status is ok.

Event description:
It was further reported that 99% stenosed lesion being treated was located in the moderately tortuous, mildly calcified right coronary artery and was predilated with a 2.5 x 15 non-bsc balloon catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).